Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that during pre-dilation the otw voyager balloon ruptured at the first inflation at 2 atm. Another company's balloon catheter was used for pre-dilation and two drug eluting stents were implanted successfully. Reportedly there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering determined that balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Reportedly, the lesion was heavily tortuous, heavily calcified and 100% stenosed, which may have contributed to the rupture. Unfortunately, without the device to examine, no conclusive root cause for the reported balloon rupture can be determined.